Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that the packaging became unsterile. An encore balloon catheter inflation device was selected for use. The packaging was noted to be opened and the sterility was compromised. The procedure was completed with another inflation device. No patient complications were reported.